Event description:
Related to MFR report # 2183959-2012-00064. The patient was implanted with an elevate anterior. As a result of the implantation of the medical device it was reported that the patient has suffered "severe and permanent bodily injuries and significant mental and physical pain and suffering," infections, dyspareunia, incontinence, and pelvic pain.

Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.